Event description:
The customer stated that the insulin pump was submerged in water and is no longer functioning properly. No water was noted inside the case or underneath the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. No moisture damage was found on the electronic assembly or motor.